Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. The customer's blood glucose level was in the 230's (mg/dl) with small ketones and it was addressed with a bolus via the pump. Recommendation was made to ensure the luer lock connection is tight.